Event description:
Patient stated that they were having problems with their st. Jude recharger. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).